Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had deep brain stimulation implanted a year ago. There had been some tradeoffs in symptoms, but the patient felt like they came out ahead.

Event description:
It was reported that the patient had experienced a change in stimulation that had occurred about 15 minutes prior to the call on the date of this report. It was noted that the change in stimulation was temporary. The patient had stated that she was not near interference. The patient connected using the patient programmer and the settings looked normal. The patient was not in any pain or discomfort. Symptoms had not returned. Patient connected with the patient programmer and there was poor communication but the patient did not have the patient programmer over the implant. The patient placed the antenna over the implant and was able to communicate. The patient programmer showed on/ok and settings were the same. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # va0cu0m, implanted: (B)(6) 2014, product type lead; product ID 3389s-40, lot # va0e6h5, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).